Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning for oversensing, low impedance and noise. The lead also exhibited a mode switch to unipolar. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was undersensing. Plans to reprogram the lead next time the patient is in office were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.